Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom aligner is cutting their tongue on the right side. Patient was provided filing tip and to reach back out if this issue does not resolve.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.